Event description:
Approximately two minutes into bypass, the outlet of the venous reservoir fell off and bypass was terminated. Approximately 1500-1800 ml's of blood were lost, pt was off bypass for 8-10 minutes. The reservoir was changed out and the case continued uneventfully. Pt is reportedly making an uneventful recovery.